Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is not responding. Pt stated the issue began 2 days ago. Pt switched to using the standard bolus mode and has a backup infusion device if needed. Pt reported the button does not remain flat when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.